Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 01/30/2006, part#: 03.620.022, lot#: 5079600 (non-sterile): stardrive screwdriver shaft t25/short/6mm hxc. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an anterior lumbar interbody fusion (alif) at l5 to s1, while surgeon hammered on the screwdriver, the tip of the screwdriver shaft broke. All fragments were retrieved. A back-up device was available and was used to successfully complete the procedure with no patient harm and no delay in procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: it was reported that the tip of a screwdriver shaft failed during an anterior lumbar interbody fusion (alif) procedure when the surgeon hammered on the screwdriver. An alternate instrument was immediately available and the procedure was able to be completed without surgical delay or patient harm. The returned instrument was examined and the complaint condition was able to be confirmed as the distal driver tip was found to have an oblique fracture resulting in a fragment, approximately 8mm x 4mm, which was returned. Based on the complaint description a root cause related to misuse/abuse was determined. The stardrive screwdriver shaft t25/short is noted in three technique guides: pangea degenerative spine, cannulated pangea and pangea. The driver is one of six available in the systems for final tightening of locking cap setscrews. The chosen driver shaft is utilized with a counter torque and 10nm torque limiting ratchet handle. The returned instrument was examined and the complaint condition was able to be confirmed as the distal driver tip was found to have an oblique fracture resulting in a fragment, approximately 8mm x 4mm, which was returned. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.